Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous low microalbumin (ma) three patients generated by the immage 800 immunochemistry. The erroneous results were reported out of the laboratory. The initial patient samples were repeated and higher results were obtained. Amended reports were initiated. The customer has not received any reports of affects to patients due to the incorrect results.

Manufacturer narrative:
The samples were urine. The customer did not note any sample or system issue(s). On (B)(4) 2011, a bci field service engineer (fse) found air in sample probe tube and wash station filled. Fse flushed both proves thru valves. Steam was emitting from the reagent probe, which indicates a blockage. Fse aligned and replaced the cuvette wash head teflon which was coated with dried buffer. Replaced filter on cuvette wash drain line. Igg precision run at 2.04% cv. Instrument is operating acceptably now.